Manufacturer narrative:
Histopathological markers cd30+ and alk- have not been received. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and lymphoma-alcl-suspected are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and lymphoma-alcl-suspected.

Event description:
Patient reported left side "massive swelling left chest, pain chest arm, numbness, tingling loss of strength left arm bia alcl suspected". The device remains implanted. Pathological markers confirming alcl have not been received.